Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced electrical fault alarms. Upon a visual inspection foreign material was visible within both the driveline and the controller port. A manufacturer's representative perform the cleaning procedure and controller exchange. The log file was sent to the facility for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device meet the specification but failed visual inspection as a result of find foreign material in the controller port; thus confirming the reported event. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has an open internal investigation to evaluate these type of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02622 and 3007042319-2015-02623) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) driveline had connector contamination. The site reported that several electrical fault alarms had occurred since (B)(6), 2014 and preliminary analysis of controller logs confirmed the presence of the electrical fault alarms. A manufacturer's representative assessed and found that the alarms were reproducible. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on april 2, 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting less than 1 minute. The patient was stated to have tolerated the vad-off time well. The manufacturer's representative observed a tarnished pin as well as a white and green substance within the driveline connector and controller connector. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.